Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported aviva system blood glucose result of 488 mg/dl, professional system result of 107 mg/dl within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.